Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01015 / 01016).

Event description:
Legal counsel for the patient reports that patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2013. Patient¿s legal counsel further reports patient¿s revision surgery was due to patient allegations of lack of mobility, pain, swelling, inflammation, and damage to surrounding bone and tissue. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2013. Patient's legal counsel further reports patient's revision surgery was due to patient allegations of lack of mobility, pain, swelling, inflammation, and damage to surrounding bone and tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports osteophytes were observed during the revision procedure. Revision op notes also report no significant bone destruction was observed. The head and shell were removed and replaced.